Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred, causing the customer to experience an elevated blood glucose (bg) level (511 mg/dl). Customer administered a correction injection to address the elevated bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.